Event description:
It was reported that there was particulate matter inside the reservoir of a large volume intermate. This malfunction occurred during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on february 27, 2014 ¿ march 4, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified a solid white particle approximately 2.45mm in length, floating in the fluid of the bladder. During a fourier transform infrared spectroscopy scan it was identified that the particulate matter was an acrylic material. The cause of the particulate is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.